Manufacturer narrative:
The summary investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and concomitant product evaluation. The DHR was not reviewed since the lot number was not available. Trending analysis by lot number was not reviewed as the lot number was not available. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The suspect positive bi was not returned for evaluation; however, the customer provided a photo of a bi with yellow media. The ci disc was not visible, the cap appeared to be depressed, and the lot number could not be identified. There is no evidence that the reported issue was related to the sterrad® 100s unit¿s performance as the cycle completed. The fse performed adjustments on the unit which may have contributed to the issue; however, this was not confirmed as the customer was unable to provide additional information regarding the bi. There is insufficient information to determine an assignable cause. Should additional information be received at a later date, the complaint will be re-opened for evaluation of the event. The issue will continue to be tracked and trended. Asp complaint ref: (B)(4).

Manufacturer narrative:
Concomitant medical products and therapy dates: sterrad® 100s sterilizer, (B)(4). (B)(6). (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle and indicated this happened on three different cycles/loads. The three loads were reprocessed, except for an instrument from the third load which was released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators when the load has been released and used on patient(s) prior to reprocessing.